Manufacturer narrative:
Concomitant medical products : w3dr01 ipg, implanted: (B)(6) 2019 ; 5076-52 lead, implanted: (B)(6) 2019 ;5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had eroded. The leads were explanted and had already been replaced. No further patient complications have been reported as a result of this event.